Event description:
Pt spontaneously called to report pump malfunction. Cadd legacy, sn (B)(4), due 02/28/2019. Pump keeps restarting itself, even when stopped. Pt pressed run, works for a few mins then restarts. When she stops pump, does not get 3 dash screen. It will stop then it restarts on its own. Shipping replacement pump with return kit. No se as result of pump malfunction. Pt using backup pump with no issues. No ade reported. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.